Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided for evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: it was reported that there was a chemo leakage due to sliced tubing. No injury reported.